Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection revealed a crease mark above the baxter logo. The bag was inflated with air and leak tested under water. No leaks were revealed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an oxygen barrier container bag was found to be leaking during filling. The customer stated that a crease mark is visible above the baxter logo. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.